Event description:
Ralc45 was fired and produced unformed staples. Surgeon noticed a hole in the middle of the staple line and no staples formed. An unplanned temporary colostomy was performed and other products were used to complete the case.